Manufacturer narrative:
The issue was resolved after the device was exchanged. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Therefore, the exact root cause of the reported issue could not be determined. (B)(4): was returned on 12/08/2015 - (B)(4). Method: actual device evaluated; interoperability evaluation. Results: no failure detected. Conclusion: no failure detected, device operated within specification. (B)(4): was returned on 12/08/2015- (B)(4). Method: actual device evaluated; interoperability evaluation. Results: no failure detected. Conclusion: no failure detected, device operated within specification. (B)(4): was returned on 12/08/2015- (B)(4). Method: actual device evaluated; interoperability evaluation. Results: no failure detected. Conclusion: no failure detected, device operated within specification. This is one of two reports (3007042319-2015-03637 and 3007042319-2015-03638) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: a00036, (B)(4); a00036, (B)(4); a00036, (B)(4); a00036, (B)(4); a00036, (B)(4); a00036, (B)(4); this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-03637 and 3007042319-2015-03638) submitted for devices related to the same event.

Event description:
It was reported that this patient's controller changed from one power port to the other one before the batteries were down to 25%. The batteries were exchanged with no effect on the patient. Investigation is ongoing.